Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event remained implanted in the patient and was not returned for evaluation, it remained in place; therefore a return sample evaluation was not performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2020, patient in finland underwent procedure for placement of percutaneous endoscopic gastrostomy with jejunal (peg-j) tube. The following day stoma site inflammation was noticed. The physician prescribed antibiotic kefexin 750 mg and fucidin ointment for the inflammation. It was reported that the inflammation was recovering.